Event description:
It was reported that the clinician placed the right ventricular (rv) pace/sense lead in the left ventricular (lv) port and the lv lead into to the rv pace/sense port of the implantable cardiac defibrillator (ICD). Since making this change there is a noisy signal on the lv lead that's now in the rv port. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.